Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The report does not identify a specific device issue and no product was returned for eval. A lot number has not been provided, therefore a mfg review is not possible. Additionally, medical records have not been provided at this time. With the currently available info, no conclusion can be drawn.

Event description:
The following was reported by the pt's attorney: (B)(6) 2008: the pt had a composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2008: the pt underwent surgery to remove the composix kugel mesh. The surgeon found the composix kugel mesh adherent to the pt's small bowel which necessitated a bowel resection. The attorney alleges the pt has suffered and will continue to suffer physical pain and harm. The pt has suffered serious and permanent injuries.